Manufacturer narrative:
The lead was discarded and is unavailable for analysis. A video was provided from the event and the lead can be seen moving through the active anchor. The root cause is not able to be definitively determined. Per the event report, a non-saluda anchor was utilized to secure the leads. The evoke scs system surgical guide provides details on proper anchoring technique for the lead. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. An x-ray was obtained which confirmed that one (1) of the implanted leads had migrated. A revision was performed, during which the second implanted lead was checked to confirm placement and retention in the anchor. The second lead was not secured in the anchor. Therefore, both leads and anchors were replaced. Non-saluda anchors were used to resolve the issue.